Event description:
Pt was on the table in the left lateral position. She placed fingers of her left hand at the back of the taple top between the spot film device tower and the table top. Technologist moved the table top to the rear pinching the pt's fingers between the table top and spot film device tower. Pt's 3rd finger of the left hand was cut 1/2 to 1cm in length and the 4th finger of the left hand had a non-displaced fracture of the middle phalanx.